Manufacturer narrative:
No negative pressure causing the blood to not fill the abg. This would be cause for the process to be repeated. Base on the reported information the criteria for reporting an adverse event has been met.

Event description:
Blood did not fill in the abgs.

Manufacturer narrative:
No negative pressure causing the blood to not fill the abg. This would be cause for the process to be repeated. Base on the reported information the criteria for reporting an adverse event has been met complaint history reviewed for similar complaints, 7 found with the same size syringes. Customer notified of tolerance stack up and ongoing activities to address. Ra: air in sample identified in (B)(4) with severity 7 - extreme.

Event description:
Blood did not fill in the abgs.